Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. A supply change was performed resolving the occlusion.